Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was charging the ins and the recharger got very hot and burn her skin, but there were no tissue damage to the skin. Caller stated that there were exposed wires on the recharger.  The caller also further reported that the controller showed software problem: 1-intellis 2-3.0 3-243 4-qf-port and screen is blank. It was reported that the back of the controller got very hot last night, where the battery pack was located. Caller thinks the controller and battery pack needs to be replaced, but during troubleshooting, after resetting the controller, it powered on. A replacement recharger and battery pack was requested. Additional information was received on (B)(6)2020 from a manufacturer rep. It was reported that the rep met up with patient last week over concerns with the patient charging coupling. It was noted that after meeting, the rep wasn't bale to find any issues with their charging coupling or the quality of charging. There were no known factor and rep performed an impedance check and everything was normal. However, after two days, the patient called stating that they were getting a software program message on the controller and the wiring was frayed on their antenna cord for charging. The rep provided patient services number to patient to have them troubleshoot and send a replacement if needed. The issue was resolved at this time.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger product ID 97745bp lot# nlh037298n product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a recharge antenna failure. No device found message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.